Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2011.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was hypermobile and flipping within the device pocket, causing the patient pain and discomfort. The pocket was revised to secure the device and it remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.